Event description:
It was reported by the patient that they had a allergic reaction to the implant. The patient also stated that they had a staphylococcus infection and wanted to know why they got the infection the patient asked about the meat the device was made from. The implantable cardiac monitor (icm) was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.